Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as a red, itchy, bumpy blister with green discharge at sensor site. Additionally, it was reported that the rash began to change, resembling a peeling, cracking, sunburn. Sensor was inserted at the arm on (B)(6) 2015. Patient wore sensor until end of sensor session on (B)(6) 2015. Patient treats the affected area with over the counter (B)(6), prescribed by physician on (B)(6) 2015 to reduce swelling, redness, green discharge and possible infection. At the time of contact, the condition of the patient was reported to be stable. No additional event or patient information is available.